Manufacturer narrative:
Correction: section g2 - distributor should have been selected.

Event description:
It was reported that the helix of the right atrial (ra) lead failed to extend before use. The ra lead was not used and replaced on 13 aug 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. A complete lead was returned in one-piece with the helix retracted and free of blood/tissue. X-ray examination found no anomalies or distortion of the helix or inner coil that would have contributed to the helix mechanism issue reported. Final analysis found no indication of conductor fractures or internal shorts. The helix was able to be extended and retracted by applying torque to the connector pin. The full helix extension length was within specifications.